Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had experienced stimulation upon lead movement after implant. The left ventricular (lv) lead was explanted and replaced.

Event description:
It was further reported that the left ventricular (lv) lead was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced diaphragmatic stimulation in multiple positions at home for the last week. It was also reported that the patient experienced discomfort from phrenic nerve stimulation. An in-office visit verified patient symptom. Lv lead testing was performed and only four vectors showed capture at 2-3 volts. However, all vectors caused the patient stimulation. The lv lead was turned off per physician recommendation. It was noted that the patient only had one target vessel. The patient had a follow-up check, additional testing with the patient in the office was performed and the lv lead was turned back on. The patient experienced diaphragmatic stimulation again a couple of days later. The patient returned to the office a few days later and had the lv lead reprogrammed off again and device mode was changed. The lv lead remains implanted, out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced diaphragmatic stimulation in multiple positions at home for the last week. It was also reported that the patient experienced discomfort from phrenic nerve stimulation. An in-office visit verified patient symptom. Lv lead testing was performed and only four vectors showed capture at 2-3 volts. However, all vectors caused the patient stimulation. The lv lead was turned per physician recommendation. It was noted that the patient only had one target vessel. The patient had a follow-up check, additional testing with the patient in the office was performed and the lv lead was turned back on. The patient experienced diaphragmatic stimulation again a couple of days later. The patient returned to the office a few day later and had the lv lead reprogrammed off again and device mode was changed. The lv lead remains implanted, out of service. No further patient complications have been reported as a result of this event.